Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus / migration of essure device location of device: uterus ") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, anemia, allergy to metals, chemotherapy, cholecystectomy and rectal bleeding. W t cells, and low igg. Then in 2012. Concomitant products included calcium since 2012, carisoprodol (soma) since 2012, diazepam since 2012, estrogens conjugated (enjuvia) from 2005 to 2009, fluoxetine hydrochloride (prozac) from 2005 to 2018, medroxyprogesterone acetate (depo provera) from 2005 to 2009, morphine since 2012, omeprazole magnesium (prilosec) from 2005 to 2014, quetiapine fumarate (seroquel) from 2012 to 2018, sertraline hydrochloride (zoloft) from 2012 to 2018, sumatriptan (imitrex) from 2005 to 2017, topiramate (topamax) and valaciclovir hydrochloride (valtrex) from 2005 to 2009. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression,"), anxiety ("psychological or psychiatric problems condition:anxiety,"), headache ("migraines / headaches"), hypergammaglobulinaemia ("autoimmune disorder type of disorder: hypergammglobunemia"), migraine ("migraines / headaches"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), blindness ("vision/eye problems type: vision loss"), fatigue ("fatigue") and abdominal pain lower ("lower right abdomen pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy with the aid of the da vinci r). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, hypergammaglobulinaemia, migraine, gastrooesophageal reflux disease, blindness and fatigue outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, blindness, depression, device expulsion, fatigue, gastrooesophageal reflux disease, headache, hypergammaglobulinaemia, menorrhagia, migraine and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: findings: the appendix is no distinctly seen. Large amount of fecal debris in the colon noted , no evidence of bowel obstruction free air or free fluid noted. Surgical clips gallbladder fossa noted . Mild extrahepatic biliary ductal distension noted and 8 mm consistent with post cholecystectomy state. Impression : no acute abnormalities; on (B)(6) 2014: no evidence for bowel obstruction , inflammation , appendicitis , free air , or free fluid . Postoperative changes in he upper abdomen noted. Hysterosalpingogram - in (B)(6) 2004: -only one tube was blocked: over time the other should close up. Pathology test - on (B)(6) 2014: surgical pathology report: preop dx/clinical findings : post menopausal bleeding ; chemotherapy induced menopause specimen : uterus with tube(s) and ovary (s) , cervix gross description: the myometrium is tan-brown and is 1.8 cm in maximum thickness . Bilateral fallopian tubes have a metallic wire in the lumen . The right fallopian tube measures 5.0 x 0.4 x 0.4 cm . There is a translucent 2.0 cm diameter paratubal cyst on the right side . Multiple representative sections are submitted as follows : cassette a - anterior cervix ; cassette b -posterior cervix ; cassettes c through f ¿ endomyometrium with the polypoid area in cassette e; cassette g - left tube and ovary ; cassette h ¿ right tube with paratubal cyst and right ovary. Final diagnosis : uterus , cervix , both tubes and ovaries, inactive endometrium, myometrium with no pathologic diagnosis, acute and chronic cervicitis, negative for dysplasia; bilateral fallopian tubes with a benign para tuba benign hydatid cyst of morgagni on the right side; bilateral ovaries with no pathologic diagnosis. Ultrasound scan - on an unknown date: showed the implant in her uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6) 2019: pfs+mr received: event , abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition: depression, anxiety , autoimmune disorder type of disorder: hypergammglobunemia , malposition of essure device location of device: uterus/ migration of essure device location of device: uterus , migraines / headaches, pain , vision/eye problems type:vision loss , fatigue , gastrointestinal or digestive system condition type: acid reflux, abdominal pain lower were added. Lab data, medical history added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.